Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Apparent noise oversensing on ventricular egms.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is oversensing but it is not known if it is a device or lead issue. The l ead had noise on the ventricular electrogram (egm), oversensing, and variable threshold. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.